Manufacturer narrative:
The device referenced in this report was observed onsite by an endoscopic support specialist. A replacement part was order for repair of the leak tester. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
During inservice training of staff at the facility, an olympus endoscopic support specialist (ess) observed the customer was using expired chemical in the oer-pro and the leak tester was broken. Staff education provided included all recommended reprocessing guideline steps were reviewed per the olympus reprocessing manuals, as well as manual cleaning and manual high level disinfection. There is no patient impact associated with this occurrence.

Manufacturer narrative:
Correction: manufacturing date is july 23, 2010. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the use of expired disinfectant is presumed to be due to the user not being aware of time for replacement of acecide and the user not confirming content of IFU thoroughly. The IFU states: "the disinfectant counter lamp on the main control panel will light up when either the set disinfection operation count or elapsed day count is reached so that this information can be used as a reference or reminder for disinfectant solution replacement. Although this function cannot precisely determine when the disinfectant is no longer effective, the display can be used as a reference for preparing the disinfectant solution replacement or as a reminder. It is recommended to update the operation count and elapsed day count data of this function according to changes in the operating environment, etc". Olympus will continue to monitor field performance for this device.